Event description:
The complaint is reported as: when the unit is bumped, it turns off. The light switch flickers.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.